Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1ml ls sp120 leaked during use. The following was reported by the initial reporter: "hello, our teams reported the following problem concerning the syringes ref 303172 lot 2004015 : "description : loss of product (botulinum toxin) in the form of droplets observed during injection between the junction of the needle and the syringe. Estimated loss of 0.2ml (i.e. Not received by the patient). Immediate action : needle changed by doctor, persistence of leakage. Syringe changed, problem solved. After checking, it is noted that the tip of the first syringe has a defect that was not noticed during filling. The other syringes in the same box did not present any problem. » the syringe in question was discarded because it contained botulinum toxin. In terms of consequences : patient: part of the dose was therefore not administered (low) / attempt to change the needle, therefore "pricked" once again. Staff and patient are protected. As soon as the leak is visualised, the injection is stopped for checking and changing the equipment. Staff and doctor have been using this product for several years."

Manufacturer narrative:
H.6. Investigation: no photos or physicals samples that display the reported issue were provided for investigation. A device history record review did not reveal any quality issues during the production of lot number 2004015 that could have contributed to the reported defect. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or molding defects were observed on any of the syringe tips. Tip and thread verification tests are performed within the manufacturing environment according to procedure. All retained samples were evaluated and verified to be within specification. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that a syringe 1ml ls sp120 leaked during use. The following was reported by the initial reporter: "hello, our teams reported the following problem concerning the syringes ref (B)(4) lot 2004015 : "description : loss of product (botulinum toxin) in the form of droplets observed during injection between the junction of the needle and the syringe. Estimated loss of 0.2ml (i.e. Not received by the patient). Immediate action : needle changed by doctor, persistence of leakage. Syringe changed, problem solved. After checking, it is noted that the tip of the first syringe has a defect that was not noticed during filling. The other syringes in the same box did not present any problem. » the syringe in question was discarded because it contained botulinum toxin. In terms of consequences : patient: part of the dose was therefore not administered (low) / attempt to change the needle, therefore "pricked" once again. -staff and patient are protected. As soon as the leak is visualised, the injection is stopped for checking and changing the equipment. Staff and doctor have been using this product for several years."